Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to resume insulin while attempting to complete the load sequence. Reportedly, the customer is new to using the pump and did not understand how to perform the load sequence. The customer's blood glucose level was 397 mg/dl. The customer administered a manual injection. The customer referenced the t:flex user guide and was able to successfully complete the load sequence and resume insulin delivery.